Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "risk factors and consequences of conversion to open surgery in laparoscopic common bile duct exploration". The literature reported the result of 644 cases of the laparoscopic common bile duct exploration procedures using an olympus model chf-v, fg-24x-1 between 2011 and 2017. In the subject procedures, 2 cases of "mortality" and 1 case of "readmission within 30 days", 3 cases of "reoperation" reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 6 medical device reports. This is 1 of 6 reports.